Event description:
Our affiliate is reporting that a patient suffered some sort of blister type burns following surgery. They are, for whatever reason, citing an fms pump, a fluid management system. They further state that the pressure set on the pump machine is not what was delivered to the patient.

Manufacturer narrative:
There are many details missing from the event description and it is unclear to use how the device reported could be associated with the adverse event reported, however, something did happen and based on that we are submitting a report to document the event. Mitek is at this point in time in the investigative mode, questions out to the event reporter requesting detail and clarity. Upon completion of the investigation, the results will be the subject matter of the follow up report.